Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture was observed. No anomalies were seen on fluoroscopy. Lead was capped and replaced. Patient condition was stable.